Event description:
The pt was in for pancreatic stone removal. The basket passed into the pancreatic duct and the stone was captured in the basket. The basket closed and attempted to crush stone. Unable to crush stone. In the process of closing the basket, the wires broke leaving the basket inside of the pancreatic duct around the stone and wires out into the duodenum. Multiple attempts of retrieval were unsuccessful. The pt was admitted and will attempt retrieval again.